Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes were hemolysis, no report of medical interventions or serious injury.